Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding the delivery of hydromorphone (10mg/ml, 4.2mg/day) in a pain pump. The empty pump alarm occurred due to the patient missing their refill. The pump began alarming on (B)(6) 2015. When the pump reservoir was aspirated, the actual residual volume (arv) was 1.5ml and the expected residual volume (erv) was 0.0ml. The patient did not have any symptoms or withdrawal. The hcp was going to refill the pump and monitor for volume discrepancies and efficacy. The hcp was also going to stress to the patient the importance of refills. Troubleshooting, actions/interventions, cause of the volume discrepancy, and event resolution were not reported. Further follow-up with the hcp was conducted to obtain this information. History: non-malignant pain, failed back surgery syndrome